Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report:1627487-2013-01350. It was reported the pt went to the ER on (B)(6) 2013 due to fever, incisional discomfort and redness at her ipg and lead sites. The pt was treated with oral antibiotics. On (B)(6) 2013, the pt's lead incision looked better, but the ipg pocket incision did not. The pt was admitted to the hosp on (B)(6) 2013 and was treated with IV antibiotics. The pt's entire scs system was removed and both sites were cultured. The pt's ipg pocket site culture was positive for (B)(6). The pt is doing better and is still receiving IV antibiotics.